Event description:
Distributor reported that a customer's pump screen would not turn on, indicating a malfunction, and the pump's red led was blinking. There was no adverse impact to the customer's blood glucose level. The customer, confirmed to use a backup insulin delivery method, was instructed to try various troubleshooting steps by technical support, including plugging the pump into a working power source, which did not resolve the issue. Consequently, technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on how to prepare the faulty pump for return.